Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm power error. Customer's blood glucose was unknown mmol/l. The customer stated that changing to a new battery as advised the last time did not help and keep getting the same error frequently. The customer was advised that the device would be replaced and that they should revert to a back up plan. The customer was advised that pump needs to be closely monitored if they decide to use while waiting for the replacement.